Manufacturer narrative:
Device remains implanted.

Event description:
A physician report that the extended tab of an everest xt fenestrated polyaxial screw fractured unevenly during surgery. The incision site was increased to better visualize the tulip and the remaining fragment of the tab was removed successfully following a 15-minute surgical delay. There was no adverse consequence to the patient.

Event description:
A physician report that the extended tab of an everest xt fenestrated polyaxial screw fractured unevenly during surgery. The incision site was increased to better visualize the tulip and the remaining fragment of the tab was removed successfully following a 15-minute surgical delay. There was no adverse consequence to the patient.

Manufacturer narrative:
Device evaluation could not be performed. The device remains implanted and the fractured tab was discarded. Manufacturing records and complaint history could not be reviewed because a lot number was not provided. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. The cause of the reported event could not be determined conclusively.